Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and shock for atrial fibrillation. No intervention was performed. The patient condition was stable.

Manufacturer narrative:
Correction: section g2 - foreign as a report source was added.